Event description:
It was reported that restenosis occurred. A ranger drug-coated balloon was selected for use in an endovascular therapy procedure performed on (B)(6) 2021. On (B)(6) 2022 restenosis was revealed in the femoral popliteal artery. Percutaneous intervention was performed on (B)(6) 2022. There were no further patient complications.